Manufacturer narrative:
(B)(4). Evaluation, results: myocardial infarction.

Event description:
It is reported that the patient expired approximately 58 months post index procedure. Cause of death was not provided.

Manufacturer narrative:
Results, conclusions: death. (B)(4).

Event description:
Cause of death was cardiac arrest related to chf, hypertension and atherosclerotic heart disease.

Event description:
The previously reported death is reported as cardiac death. Investigator assessed the event to be not related to the study device or study procedure.

Event description:
The patient underwent the index procedure with pre-treatment balloon angioplasty and delivery of two endeavor sprint rapid exchange (rx) stents, one in the proximal lad and one in the proximal to mid left cx. There were no clinical sequelae reported. The angiographic core lab report is not available. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. It is reported that the patient suffered an acute non stemi, non q-wave mi on the same day as the index procedure. The patient recovered without treatment. In the opinion of the investigator, the event was not related to the study device but was related to the study procedure. Patient was asymptomatic/free of symptoms at 30 day follow up. It is reported that the patient also suffered with a rash approximately 5 months post index procedure. The patient stopped taking plavix for 1 week and is reported to have recovered without treatment. In the opinion of the investigator, the event was not related to the study device or the study procedure. Patient was asymptomatic/free of symptoms at 6 month and 1 year follow ups. (Ref MFR# 2953200-2011-00298).